Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had a cracked display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received compromised force sensor system alarm during prime. Troubleshooting was done. Customer's blood glucose was 90 mg/dl. Customer stated the insulin squirting out during manual prime process. Customer stated unable tp exit the preparing loop. Customer stated was stucked in rewind complete / bolus delivery loop. Troubleshooting was done. Advised the customer the insulin pump would be replaced. No further information provided.